Event description:
It was reported that the driver tip is worn. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned for evaluation, 2.5mm of the tip is sheared off. It appears that the tip sheared from over load the face of the fracture is fairly flat. A review of the device history records did not identify any applicable nonconformance to specification.